Event description:
On (B)(6) 2019, the patient presented with an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system. Before the system was fully deployed, the physician used aptus screws at the proximal end of the endoprosthesis. While doing so, one of the screws went through the constraining loop of the endoprosthesis. As a result, the constraining loop line could not be retracted. The physician removed the delivery catheter, deployed the grafts, and relined the inside of the graft with a gore® excluder® aaa endoprosthesis extender to trap the constraining loop line. The physician then surgically opened the patient's groin and cut the line at the bottom of the endoprosthesis and surgically repaired the incision.